Manufacturer narrative:
B3 - date of event: event date was not provided and estimated based on aware date.

Event description:
It was reported that a balloon catheter was entrapped on a guidewire. A sterling balloon and v-18 control wire were selected for use to in a below-the-knee (btk) to recanalize an arteriovenous fistula (avf). During the procedure, the sterling balloon catheter became entrapped on the v-18 control wire. Both the balloon and wire were removed together. The procedure was completed using a non-bsc guidewire. There were no reported patient complications.